Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the meniscus of the charged coupled device section was broken. The cover glass of the insertion section was cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the crack on glass camera was due to the broken meniscus of the charged coupled device and the cracked cover glass of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a crack in the glass on camera. There were no reports of patient harm.